Event description:
It was reported that when the device was used during a laparoscopic oophorectomy, the device would not release from tissue after firing. An additional trocar port was placed and a second device was used to release the tissue and instrument from the pt. There was no reported pt consequence and one device is being returned.